Event description:
It was reported that one faradrive sheath was selected for being used, however, air was visible in sheath. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis since it was disposed.